Event description:
Per staff, ligasure atlas handpiece was plugged into ligasure power generator (cautery machine) and display read "device previously used". Handpiece removed from use and new one obtained, surgery continued. Product given to the covidien rep. He stated that there were some known issues, and we sequestered that entire lot.